Manufacturer narrative:
The reported event of backup vvi was confirmed. The cause of backup vvi was an uncorrectable parity error reset that occurred while the device was in shipped settings. The parity error was not reproducible during temperature or memory testing. The device¿s memory tested normal. Cause of the parity error could not be determined.

Event description:
During device preparation, the device was interrogated and found in back-up vvi mode. The device was exchanged and the patient was in stable condition.